Manufacturer narrative:
This is the same event as 3010536692-2015-00347. Trends will be evaluated. The event occurred in (B)(6).

Event description:
Allegedly the patient was revised due to aseptic loosening socket; adverse soft tissue reaction to particle debris (right). Secondary revision njr index no: (B)(4).